Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient's ins's were replaced and they were not replaced due to normal battery depletion. They were replaced due to erratic behavior of the device and it was short battery life. It kept on telling him he only had a few more days and it was only a year old. Additional information was received 12 days later from a health care professional (hcp) that reported they were unsure of the dates in which the patient experienced short battery life. It was perhaps the devices placed in 2012. They were unsure of the cause and the symptoms related to the short battery life.